Event description:
It was reported the charger can no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue, but was unsuccessful. As a result, over time the pt lost stimulation. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.